Manufacturer narrative:
(B)(4). The device has been requested but not received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "when inserting the arterial cannula and pulling out the white cap to connect the tubes to the set, the cap completely broke off causing a 5 minute delay in the procedure for the patient. No damage to the patient. We checked two other cannulas with the same lot number and those caps also broke off easily." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh received the products for investigation. For 3 of the cannulae, the vent plug 3/8" is broken. A new cannula was taken from the original package and when trying to pull the stopper straight and with a slight twisting motion (according to IFU arterial cannulae (B)(4)),this could be removed without problems. In the second attempt (not according to IFU) to remove the stopper,this was wiggled back and forth as it was pulled out. In this test, the stopper is immediately detached. The break point at the broken plug is the same as the one broken off at the customer. The failure was confirmed by laboratory. According to the information received from ssu,the failure is related with user. User did not follow the IFU,therefore vent plug was broken. Due to this,the most probable cause of the failure is found as user failure. Based on the information above,complaint could not be confirmed. A sap database trend search was performed for material 70102.8636 and failure code 0433 crack vent plug and no additional complaint was found. Also trend search was performed based on only failure code and one similar complaint was found. Due to this information no systemic issue could be determined at this time.

Event description:
(B)(4).